Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: hi mmol/l (which on the system indicates a result in excess of 33.3 mmol/l), lo mmol/l, and 8 mmol/l.